Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. One month post-operative, the patient presented with abdominal pain, chest pain, back pain, and vomiting. The physician suspected a potential graft infection and elected to explant the device. The patient expired during the explant procedure. A review of the case CT imaging showed indications that the infection is related to a mycotic thoracoabdominal aneurysm. There were no findings during the that indicate that the reported device had a connection with the patient's reported infection.